Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It failed station #1 10ml wet test. The unit delivered 9.4 ml when programmed for 10 ml, in addition the chamber cover magnet was loose and the lower segments of station #7 were missing. The unit was sent to repair. The chamber cover magnet was reglued and the lcd reseated. The technician could not confirm the wet test discrepancy. The unit has passed qa final inspection.

Event description:
The volume and specific graviti displays on station 7 of the unit had lost the bottom segments ofthe display. Rubbing and pressing on the lcd did not resolve the issue. The user was advised not to use the unit, which will be returned for evaluation. No pt involvement.